Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) r regarding a patient who was implanted with a neurostimulator for gastric stimulation. It was reported the patient the device prior to the one implanted (nhx709798h) was removed shortly after implant because they got infected and had to have a wound vac. No further complications were reported/anticipated at this time.